Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent unspecified breast surgery with a mentor memorygel, 400cc silicone prosthesis experienced a left-sided silent rupture post-implantation. As a result, the patient underwent bilateral replacements with unknown mentor gel on (B)(6) 2025.

Manufacturer narrative:
On (B)(6) 2025, the patient underwent bilateral breast implant replacements, utilizing cohesive silicone gel type implants I, uhp, 535 ml for both the left and right sides. A right lateral capsuloraphy was performed with vicryl 20 after incising the capsule, along with bilateral inferior capsulectomies. Upper and middle circular capsulotomies were conducted on both sides, as well as median and upper segmental capsulectomies on the left. The breast folds were reattached 2 cm above their current position using separate stitches with vicryl 2-0, ensuring hemostasis. New cohesive silicone gel type implants I, uhp, 535 ml were then introduced on both sides. Manufacturer¿s reference number: (B)(4).